Event description:
The customer reported that this right ventricular (rv) pacing lead was capped and surgically abandoned. The sensing was at 9mv, impedance measurement in the 400's; however, threshold measurement was high and there was no capture at 6.5 v at 1.0 ms. It was suspected that the lead may have dislodged. A new rv lead was implanted. No adverse patient effects were reported. The device was actively implanted for approximately 8 years, 5 months.

Manufacturer narrative:
This lead was surgically abandoned (capped) and will not be returned. As a result, the allegations against this product cannot be confirmed. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.